Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as # 2134265-2008-00247. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to implant two taxus express2 3.0x20mm drug eluting stents, however, during both attempts, the distal portion of the stent was frayed. The procedure was successfully completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.